Manufacturer narrative:
An event of the agilis introducer perforation the left ventricle was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation may have been procedure related.

Event description:
During an idiopathic ventricular tachycardia procedure epicardial and femoral access for anatomical and substrate mapping/ablation were planned. Due to difficult patient anatomy, while gaining epicardial access through the chest the left ventricle was perforated. Contrast medium was inserted into the sheath to confirm the introducer was within the left ventricle. The sheath was left in place for the duration of the procedure which was completed without additional complications. The patient was stable throughout the procedure. Following the procedure, the patient was brought to the operating room for removal of the sheath in a controlled environment. The sheath was removed without surgical intervention and the perforation self closed.